Event description:
The customer was unable to acquire a 12-lead ECG during care of a patient. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.